Manufacturer narrative:
The device was tested using automated testing equipment and no anomalies were found.

Event description:
It was reported that the patient expired. Review of data strips revealed the patient was in ventricular fibrillation. The device charged and aborted therapy due to misdiagnosing return to sinus. The cause of death was reported as unknown; however the patient¿s wife reported that the patient died of a heart attack.

Manufacturer narrative:
(B)(4).